Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening striated, stress marks and wear abrasion. Based on the device analysis the final assessment is: - one opening striated in the side posterior assessed as surgical damage.

Manufacturer narrative:
Correction is for g.3 in initial emdr-01057, the correct date is 07/may/2021.

Event description:
Healthcare professional reported a bilateral rupture. The devices have been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.